Event description:
During continuous IV infusion of propofolin 100 ml vials at rate of 40 ml/hr. Unknown amount of air infused to pt when volume was completely infused. Only alarmed when volume reached 00 but "air in line" alarm did not go on. Indeterminate amount of air infused to pt. Pt was monitored with no sequalae, and discharged 2/17/97.